Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) (1000 mcg/ml with an unknown dose) via an implantable pump. It was reported that a hcp refilled a pump in november of 2020 and at that time she had changed the drug concentration from 3000mcg/ml to 1000mcg/ml and in doing the refill did a reservoir rinse (pfns). When filling the pump with drug, the pump stopped accepting drug with 8ml left. She did not empty and refill again, but programmed a bridge bolus and left. Today (2021-feb-01) they are doing another refill and there is a question that the drug that is currently in the pump 1000mcg/ml is diluted with 8 ml of pfns. Caller wondering if the patient is really getting the dose that is programmed. Discussed drug dilution, discussed refill procedure and efficacy of the therapy (i.e decreased therapy). Discussed talking with the managing doctor and bridge bolusing per the doctor's discretion.